Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, guidewire, locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. An image was provided of the device and also depicted this. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and the distal tip of the carrier tube deployed from the distal tip of the sheath. The anchor became separated from the device and functional testing could not be completed. The angio-seal device was returned for evaluation. The device was returned in rear lock position, in used condition with signs of blood, and the anchor was visible at the distal tip of the sheath which is also noted in provided images. Although the anchor broke off during functional testing, it is likely that component degradation contributed to the result. The components were covered in blood, and the temp dot was also triggered indicating the components were exposed to higher temperatures prior to device return. As a result, the complaint was confirmed for a pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: date of birth: requested, unknown. A4: weight: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E1: email: requested, unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that during a cerebral angiography procedure, a terumo 6f femoral sheath was used. Postoperatively, hemostasis was performed according to standard procedure with accurate positioning. When pull back the closure device at the final step, the main body was pulled out directly without sealing the vessel. The anchor did not deploy. However, two clicks were heard, seemed the device was assembled well. The whole device was pulled out of the patient without deploying. Manual compression was then applied to achieve hemostasis. There was no blood loss. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Patient was in stable condition. The damage was caused after attempting to deploy the device.